Event description:
It was reported that during the initial implant procedure, the hex wrench was unable to engage the right atrial set screw. The silicone set screw covering was removed, additional force was applied, and the hex wrench was able to engage the set screw. Surgical silicone was applied to cover the set screw and the device remains implanted. The patient was in stable condition.